Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator. It was reported that the patient asked if he should increase stimulation. It was reviewed with the patient that if the patient's symptoms were improving from baseline then there should be no need to adjust stimulation, but if symptoms weren't improving than the patient could consider increasing stimulation. The patient stated that his wife's urologist said that normally a person urinates every 2 hours, but if someone was going every 5 minutes to an hour than that's not normal. The patient mentioned that today he went to the bathroom and then less than an hour later he was going to the bathroom. The patient also reported that he went 2 hours later and then had a bowel movement but didn't urinate so he didn't know what to do. The patient noted that he wrote down times he urinated, since 12pm today he went to the bathroom 6 times. The patient also mentioned that he got the trial because his urination was erratic and he got the device to make him more regular. The patient noted that he would go 5,6,7 times a day. The patient also reported that he didn't feel tingling and the controller showed stimulation was off. The patient stated that stimulation had been at 1.4v, but it was off. The patient turned stimulation back on and increased up to where he felt stimulation at 2.2ma. The patient also mentioned pain at the insertion site that wasn't overwhelming but it was disturbing. The patient confirmed he was not taking pain pills and he knew it came with the territory of getting a wire inserted into the body. The patient also noted that the trial was coming out next tuesday and the permanent implant was going to be put in next weekend. There were no further symptoms or complications reported or anticipated. ***information regarding the patient's wife's 'issues' was omitted and documented in (B)(4).***